Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation of the implant with creases and fluid accumulation.

Event description:
Patient reported deformation of the implant with creases and fluid accumulation on the right. The device status is unknown.